Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via a manufacturer's representative on (B)(6) 2017. It was reported that they were unsure of what the cause of the inability to inject or aspirate from the cap was and noted it was thought that there was a little tissue in the cap. It was indicated that the weight of the patient at the time of the event was unknown. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative on 2017-apr-24. It was reported that the catheter was replaced and would be returned tomorrow (B)(6) 2017). The pump was not replaced. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter on (B)(6) 2017 revealed a kink in the catheter body. Analysis further noted the kink caused the catheter to become occluded; during pressure testing the kinked area would occlude when the catheter was bent to a narrow radius. Analysis also noted that initial patency testing had found the catheter to be occluded and the occlusion broke loose during the decontamination process and passed subsequent patency testing. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for malignant pain. It was reported on (B)(6) 2017 that the hcp wanted to trial the patient with prialt by injecting into the catheter access port (cap) because the hcp thought it might help better for the patient. It was indicated that the hcp had aspirated from the cap ¿fine¿ and had injected with dye and the catheter showed it was patent, but when the hcp went to inject with prialt they were not able to. It was further detailed that when the hcp was initially aspirating from the cap they were only able to get back 0.3-0.4 ml and that they were not able to aspirate ¿too freely¿ but was still able to aspirate the 0.3-0.4 ml. The hcp then injected with dye while using fluoroscopy and the dye went to the intrathecal space without difficulties. Then, the hcp went to inject the prialt but that was when they ran across the difficulty. It was noted that the hcp had tried using different tubing, a different needle (purple huber needle) and a different cap kit but was still not able to inject. It was ind icated that there had not been issues in the past that they were aware of. It was stated that the hcp might have obstructed something but they were not certain, per the hcp. It was indicated that the hcp would address the catheter issues. No symptoms or complications were reported.

Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type catheter.

Event description:
Additional information was received from the hcp via a manufacturer's representative on (B)(6) 2017. It was reported that the patient was taken to the operating room (or) the evening before (on (B)(6) 2017) and the catheter was replaced. It was noted that they tried to aspirate through the cap before taking it off the pump but they couldn¿t. It was also noted that when the hcp cut off the portion near the pump it started to drain but the hcp chose to replace the whole catheter as he was there. It was indicated that the catheter would be returned by the representative. No further complications were reported or anticipated.